Event description:
It was reported that a edwards bioprosthetic valve was explanted after a duration of 7 months due to calcification. The possibility of perivalvular leak was also mentioned. It was reported that the patient has had "drug issues".

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: attempts to obtain patient medical records have been unsuccessful. Ongoing efforts will be made to secure additional information such as patient condition and device return status. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency during manufacturing that may have caused or contributed to this event. It is likely that the patient's history of drug use may have caused or contributed to the early reported calcification. Additional information will be reported if received.